Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6), 2012.according to the complainant, when the device was being unpacked, it was discovered that the hemostat scissors were broken into two pieces. The procedure was completed using hospital stored forceps and this endovive safety peg kit pull method.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2012. According to the complainant, when the device was being unpacked, it was discovered that the hemostat scissors were broken into two pieces. The procedure was completed using hospital stored forceps and this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed one prong of the hemostats to have broken off at the shoulder near the hinge. The condition of the returned unit was consistent with the complaint incident that the hemostat broke. Physical analysis of the fracture surface revealed voids in the material and other casting imperfections that might have contributed to the failure. Based on the event description and physical examination of this and other returned broken hemostats, the most probable root cause is supplier manufacturing. A corrective action has been initiated to address this issue.